Manufacturer narrative:
Product complaint (B)(4). Corrected information: b1, h1 - based upon the information provided by the affiliate, this event no longer meets reportable malfunction criteria. Additional information was requested, and the following was obtained: I verified with the customer and the packaging includes both the implant card and the labeling. The customer gave us incorrect information due to the new implant card procedure, of what they wasn¿t update. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code? What is the lot number? Can you please clarify what is the quality issue experienced with the product? Are there any pictures of the device available? Did this issue contribute to any patient adverse event? Was the implant card missing to each implantable device? Is the device type patient label (dtpl) containing the device information attached to each product primary pouch? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and an absorbable hemostat was used. The customer is claiming the absence of implant cards for the absorbable hemostat. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: what is the product code? 1901sk-1902sk-1903sk). What is the lot number? This is a generic issue for all products. Can you please clarify what is the quality issue experienced with the product? The customer is claiming the absence of the patient label card inside the box as per MDR. Are there any pictures of the device available? No, this is not consistent with the issue experienced. Did this issue contribute to any patient adverse event? No, this is not consistent with the issue experienced. Was the implant card missing to each implantable device? Yes. Is the device type patient label (dtpl) containing the device information attached to each product primary pouch? Customer is claiming the absence of patient labels . This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.